Event description:
On (B)(6) 2025, the patient underwent percutaneous nephrolithotomy with holmium laser lithotripsy for left kidney stones + percutaneous nephroscope left ureteral stent placement + left percutaneous nephrostomy under general anesthesia. Postoperatively, an indwelling urinary catheter (single-use sterile urinary catheter) was used. On the evening of (B)(6) 2025, it was found that the urinary catheter balloon had ruptured.

Manufacturer narrative:
No.